Event description:
Erroneous test results for white blood cell (wbc) count were reported for a pt sample. The test results were flagged with instrument generated "r" flags are provided to alert the operator to review the results per laboratory procedure. The customer determined that the retic-c control contaminated the pt sample prior to testing. Erroneous test results were reported out of the laboratory. A corrected report was issued stating the wbc count was incorrect due to sample contamination. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer states the retic-c control cells were seen on a pt slide prepared with a lh slidemaker. The control cells were seen again on the same sample rerun six hours later on the lh750 instrument, which suggests tube to tube cell carryover. Beckman coulter, inc sent a letter 01/10/2008 with instructions to customers with proper procedure to follow when using retic-c control cells. The customer was aware of the letter and procedure for handling retic-c controls. The customer did not follow this procedure. The field service engineer (fse) visited the account and verified instrument operation. The fse inspected the needle and aspiration pathway. The fse ran controls, performed reproducibility and carryover, all within limits. The root cause is use error: failure to follow MFR's instructions when using retic-c control cells, and for erroneous corrected wbc results, the instrument flagged the wbc results with instrument generated r flags, which prompts the customer to further review the sample. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.